Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had a low battery and had issues removing the battery cap. The customer was assisted with removing the battery cap from their insulin pump and was advised to monitor the insulin pump for any further issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.